Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
The patient underwent l3-s1 hardware removal, l2-3 xlif and rh-bmp2/acs was used in l2-4 using spine jet blue quick connector and neuro vision jjb module ii instrumentation

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient presented for MRI of the lumbar spine due to thoracic and lumbar back pain. Findings: there is minimal anterolisthesis of l4 relative to l5. There is mild disc space narrowing above and below the levels of fusion. The conus medullaris terminates at the l1-2 level and there is t2 high signal intensity within the distal portions of the spinal cord most likely related to a syrinx. The spinal canal is patulous from l4-s1. At l1-2, there is minimal disc bulge and tiny right para-central subligamentous disc protrusion and mild degenerative joint disease without significant canal stenosis or neural foraminal narrowing. At l2-3, there are degenerative changes of the posterior elements. At l3-4, there is a right paracental osteophyte which may compromise the right lateral recess of l4. On (B)(6) 2010: the patient presented for MRI of the lumbar spine. Study showed at t12-l1, mild disc degeneration and posterior annular disc bulge. There is also tiny left subligamentous disc protrusion and no nerve root impingement. At l1-2, there is stable chronic right l1-2 subligamentous disc herniation with cephaled extrusion, there is also mild facet osteoarthropathy. At l3-4, there is mild bilateral foraminal stenosis. At l4-5 and l5-s1, there is mild disc degeneration and stable grade 1 anterolisthesis. On (B)(6) 2012: the patient presented with fevers/night sweats, bleeding gums, visual problems, hoarseness, abnormal heart beat, ankle swelling, nausea/vomiting, stomach pain, bruising/bleeding easily, and joint pain. The patient reported pain in the lumbar region and also reported tingling and pain in thighs. Exam found some flattening of lumbar lordosis. Rom is diminished and painful. Patient reports tingling in feet. She has some swelling of the posterior lateral malleolus on the right from her recent ankle sprain. Radiographs show there is kyphotic collapse at l1-2, slight scoliosis is noted as well. Impression: chronic low back pain; status post lumbar fusion x 3 with evidence of solid fusion l2 to sacrum; adjacent segment disease at l1-2. On (B)(6) 2012: the patient presented for MRI of the lumbar spine due to back pain. Study found mild exaggerated lumbar lordosis appreciated with minimum retrolisthesis of l1-2 and l3-4. At l1-2, there is mild disk bulge eccentric to the right with moderate right-sided neural foraminal narrowing. There is posterior facet hypertrophy seen. At l3-4, there is marginal posterior disk osteophyte complex seen. On (B)(6) 2012: the patient presented for follow up of back pain following an MRI. It shows she has marked degeneration at l1-2. She continues to have pain across the upper lumbar and lower thoracic area primarily. Impression: chronic low back pain increasing in nature with probable progressive kyphotic collapse at l1-2. On (B)(6) 2012: the patient's doctor reviewed her films from 04-apr-2012 and found she has kyphotic collapse at l1-2 above her previous fusion. There is marked degeneration and changes within the bone marrow consistent with significant inflammation. There is protrusion of the disc and lateral recess narrowing that was not present previously. All of these findings are consistent with adjacent segment disease causing her pain. On (B)(6) 2012: the patient presented with back pain. Impression: transitional segment disease l1-2 status post previous l2 to sacrum f usion. On (B)(6) 2012: the patient presented with pain across the lumbar spine mainly in the mid to lower portion. It is made worse if she bends or moves. The patient also reports a bruising type of pain in the right lower leg up to the knee and just above it and the same on the left. Radiographs taken show the patient has a solid fusion from l2 down to the sacrum. There are no signs of movement on flexion-extension views and the only abnormality appears to be an adjacent segment problem at l1-2 where she has developed a kyphotic deformity. Impression: persistent low back pain status post l2-5 fusion with adjacent segment disease l1-2.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.